Event description:
A company representative has informed richard wolf gmbh an issue regarding a hook scissors ø 3.4mm, part ID: 848804, batch # 1509635. According to the received information: "the instrument was broken when the doctor used it during the surgery. The surgery was delayed and could not be completed because of the broken instrument."

Manufacturer narrative:
The hook scissors ø 3.4 mm 848804 was investigated in the responsible department. During the inspection, the specialist department found that the solder joint between the tie rod and the joint was broken. The cause of the breakage at the solder joint is attributed to a poorly executed solder connection, as the solder flow was not homogeneous. Despite this failure, there is no functional impairment. Solder joints are subject to normal wear due to application and reprocessing. Pores in solder joints can accelerate this wear behavior. The hook scissors ø 3.4 mm 848804, batch # 1509635 was manufactured on (B)(6) 2022. The batch consisted of 11 pieces. No issues were identified during production. No further complaints were received from the report batch regarding the same device issue. The IFU ga-s 003 / USA / 2013-06 v2.0 / eco 2013-0159 contains safety instructions regarding visual and functional checks prior each use and after each reprocessing to detect such damage or functional impairment in section 7 checks. The subject issue of breakage during use and not usable device is present in the risk management file b1-2: reusable non-optical forceps and scissors, rev.: r05. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.